Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, lead noise was observed on the atrial lead and the right ventricular lead. There were no reported patient symptoms and no other electrical anomalies were noted. The patient was suggested to be brought in clinic for further testing. No further information is available at this time.